Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor device underinfused; further described as "faulty". This was observed during patient infusion with unspecified antibiotics. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to b5 and d10 (add drug information). B5: the device contained flucloxacillin 8g and citrate buffer in 230 ml sodium chloride 0.9%. H4: the device was manufactured from june 27, 2022 - june 28, 2022. H10: the actual device was received for evaluation with no fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Missing the contents of the device per audit log - "flucloxacillin 8 g + citrate buffer in 230 ml na cl 0.9%".